Event description:
A customer reported that unexpected negative reactions were obtained with the 2-cell screen (lot x366).

Manufacturer narrative:
A review of the result files showed that screening cell 2 (e+) resulted as positive on the neo. An antibody identification panel was not performed. Negative results were obtained with cell 2 when testing was performed by manual method. An antibody identification panel was not performed. There was no product returned or patient sample submitted for investigation. The product had expired prior to the confirmation of the e antigen by the product investigation laboratory. A review of the device history record showed that product met final specifications upon release.